Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual inspection identified the stent was returned in a fully deployed state, and a kink was observed in the inner sheath. Product analysis refuted the reported event of stent failure to deploy as the stent was returned in a fully deployed state. The investigation concluded that the additional observed event of a kinked inner sheath was most likely caused by procedural factors, including lesion characteristics, device handling, and the physician's technique, such as the application of excessive force or manipulation during use. It is possible that repeated or forceful manipulation without adequate care contributed to the observed condition. Therefore, taking all available information into consideration, the overall root cause of the reported events is device problem excluded. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas for a pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas for a pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.